Manufacturer narrative:
Unit involved was not identified by the user. User confirmed there were no malfunction. Manufacturer could not inspect the unit involved.

Event description:
While at establishment, a patient fall off of a ook snow medical bed was alleged by user site to the manufacturer. User related the incident to a use error, mentioned that staff was re-trained, maintenance confirmed there was no malfunction of the device.